Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 38.7 mmol/l (696.6 mg/dl) between 1 and 4 hours of wearing the pod. The legal guardian reported the pod was leaking insulin, resulting in the patient developing diabetic ketoacidosis (dka). The issue was reported to begin on wednesday, (B)(6) 2026, when a pod was applied at home, and leaked insulin. The pod was removed and a second pod was applied on the same day which also resulted in a leak. The patient was subsequently admitted to gloucestershire royal hospital with symptoms including nausea, vomiting, high ketones of 4.8, and bg levels reaching 38.7 mmol/l. It was reported that the symptoms were consistent with dka. The patient was treated in the pediatric high dependency unit with intravenous (IV) fluids and IV insulin administered via a cannula on thursday and friday. Additional pods from the same box were applied but are reported to have also leaked. The legal guardian used a pod from a different box without leakage. The patient was discharged from the hospital on (B)(6) 2026.